Event description:
It was reported that during a rectum procedure, the staples remained open not allowing closure of the complete section of the mucosa. The procedure was completed by hand suturing. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.